Manufacturer narrative:
The complaint is confirmed for one (1) of one (1) returned sequoia closure top (pn 3301-1) for the failure of stripped threads. The severity of this event is 2 (rmf-sp0028-0059). A full investigation of the cause and contributing factors of this event as well as the quarterly update to this risk evaluation assessment can be found in etm-00414. Labeling was reviewed in this etm and found to be adequate. This device is used for treatment. No medical records were provided with the complaint. Inspection: the identity of the product was confirmed to match information in the complaint file. Visual investigation confirms stripped threads on the closure top. The complaint is confirmed. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Compatibility: reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. Potential root cause: the exact cause of this event can't be determine with the available information. However, as this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The cross threading can often occur due to misalignment of the screw head on the extender sleeve. Corrective/preventive action: no corrective or preventive actions are recommended. Recall and product hold search: "mm03" and "msc3n" searches were conducted in sap for pn 3301-1 and ln aas for any active holds or recalls. No active holds or recalls were found.

Event description:
It was reported that during a case, one set screw thread was stripped off during the final torqueing step. The closure top was removed and replaced with a new implant. There was no patient or surgical impact reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a case, one set screw thread was stripped off during the final torquing step. The closure top was removed and replaced with a new implant. The was no patient or surgical impact reported.